Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set tape not sticking event on 22-feb-2026. The cause of the product was not adhered due to sweat.the insertion site was side of abdomen. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: australia.